Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl. She had been treating via manual insulin injection. The patient did not have issues with bent cannulas; however, she was advised to change her infusion set and reservoir. She changed her infusion set three times and her reservoir twice. The reservoirs were not returned for analysis.